Event description:
During a transfemoral tavr procedure, bav was performed using an edwards 23mm x 4cm balloon. During the first two bav attempts, the balloon moved aortic upon inflation. During the third bav, full inflation in the aortic annulus was achieved. After bav was performed the patient became hemodynamically compromised. A 26mm sapien xt valve was positioned across the native annulus and angiogram showed an annular rupture. The valve was deployed and CPR was started along with a pericardiocentesis; however, there was no hemodynamic improvement. The patient was placed on cardiopulmonary bypass and an exploratory sternotomy was performed. It was noted that the annular rupture extended down into the right ventricular outflow tract. Due to the extent of the rupture, surgical repair was not attempted and the patient expired on the operating table. The patient¿s native annulus was severely calcified and native leaflets had bulky calcification. The annular rupture was attributed to expansion of the patient¿s heavily calcified annulus and leaflets during bav.

Manufacturer narrative:
Cine images were submitted to edwards for review. The following observations and impressions were made by the physician proctor. CT imaging demonstrates multiple artifacts in the lvot through the ascending aorta. Measurements were recalculated. The native annulus measured 370mm2 with a perimeter of 69.5mm. The sov measured 23mm x 27mm. The recommended valve size for these measurements is a 20mm sapien 3 valve or soft 23mm sapien xt valve. It is possible that the pacemaker leads created artifacts on the CT and measurements taken from those CT images may have led the operators to implant an oversized valve. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, severe, bulky calcification and valve oversizing may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.